Event description:
It was reported that it became very painful when the patient was recharging. The pain was an aching pain and hurt when she walked. It did feel a little better if the patient put pressure over the ins area. The pain was over ins and off toward the center of her back. There was no known accident or incident related to this issue. The patient noted the pain (B)(6) 2012 during a recharging session. The area of ins looked fine. The patient had an appointment scheduled with their healthcare provider. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that there was no complaint or event that was reported to the physician. It was noted that the "last read was on (B)(6) 2012, but no impedance check was performed". The patient outcome was not provided.

Manufacturer narrative:
Product ID 3778-60 serial# (B)(4) implanted: (B)(6) 2008 product type lead; product ID 3778-60 serial# (B)(4) implanted: (B)(6) 2008 product type lead; product ID 37752 serial# (B)(4) implanted: (B)(6) 2008 product type recharger; product ID 37743 serial# (B)(4) implanted: (B)(6) 2008 product type programmer, patient. (B)(4).